Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009: inratio: 4.3, lab: 3.4; 4.5, 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Inratio: 4.3, reference: 3.4, mean: 3.85, confidence limits: 2.2-5.3; 4.5, 3.4, 3.95, 2.3-5.7. Per tsr, test 1 did not indicate the time of testing between inratio and reference. However, test 2 is done within 2 hours of each other. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, product is not expected to return. No further investigation will be returned. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Further test is not required at this time. Trending and tracking will be performed in review for strip lot#214532. (Total number of discrepant complaints for this strip lot#, including this event, is 3.)